Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2002.

Event description:
It was reported that an implantable pulse generator (ipg) system was returned with information that the patient is deceased and the cause of death was congestive heart failure due to infective endocarditis. The source of the endocarditis was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.